Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the sx mod classic gel, 300cc breast implant after fell. The product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the sx mod classic gel, 300ccbreast implant had a tear on the anterior view, measuring approximately 2.7 cm. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent breast augmentation revision surgery with a 300cc mentor memorygel breast implant experienced right sided rupture post procedure. Patient fell and broke ribs which caused the rupture. As a result, patient has a planned explantation on (B)(6) 2021.

Manufacturer narrative:
On june 30, 2021, mentor became aware that updated product investigation summary was erroneously omitted in follow up report 4. Manufacturer¿s reference number:(B)(4) the updated investigation of the returned device was completed by the failure analysis lab on june 21, 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the sx mod classic gel, 300cc breast implant after fell. Additionally developed capsular contracture. The product was returned to mentor for evaluation. Mentor conducted visual inspection. Visual analysis of the returned sample revealed that the sx mod classic gel, 300ccbreast implant had a tear on the anterior view, measuring approximately 2.7 cm. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On june 11, 2021, mentor became aware that patient also experienced right sided capsular contracture baker grade unknown. Reason for device explant and/or reoperation: rupture and capsular contracture baker grade unknown manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 25, 2021, mentor became aware that updated explantation date was erroneously omitted in follow up report 1. Patient had an explantation on (B)(6) 2021. Manufacturer¿s reference number: (B)(4).